Manufacturer narrative:
Correction to g2 of the initial report. "Health professional" should not have been selected as a report source. Correction to e2 and e3 of the initial report. See e2 and e3 for further information. Correction to h6 "health effect - impact code" of the initial report, "2199 - no health. Consequences or impact " is being corrected to "2645 - no patient involvement". This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2024; sampling from: all channels; cfu: <1; bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, olympus sent out the device for additional microbiological testing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, ultrasound gastrovideoscope tested positive for greater than 100 (cfus) colony forming units of pseudomonas aeruginosa in the suction/operating channel, greater than 100 cfus of pseudomonas aeruginosa in the air/water channel, 100 cfus of pseudomonas aeruginosa in the raiser pipe, and additional 50 cfus of pseudomonas aeruginosa in an unspecified channel. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.